Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that syringe 10ml ll was damaged. The following information was provided by the initial reporter: the hcp pulled the plunger rod before use but could not pull it. When checking the product, the hcp found that the barrel was damaged/deformed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-01-13. H6: investigation summary: one loose 10ml syringe was received. The sample was visually evaluated. The barrel was observed to have missing print between 3ml and 5ml markings and damage to the barrel in the same area. Potential root cause for the damaged barrel defect is associated with the assembly process. The batch # is unknown, therefore defective rate cannot be identified. Batch # is required to determine if corrective actions are necessary. A device history review could not be completed as no batch number was provided. No corrective actions will be taken based on the available information.

Event description:
It was reported that syringe 10ml ll was damaged. The following information was provided by the initial reporter: the hcp pulled the plunger rod before use but could not pull it. When checking the product, the hcp found that the barrel was damaged/deformed.